Event description:
It was reported that high, out of range, high voltage lead impedance was observed. The physician elected to leave the lead implanted maintaining crt functionality, but programmed hv therapy off. The patient will be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.